Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03248. The pt reported she is experiencing ineffective stimulation due to auto-reduction. An sjm representative was unable to resolve the issue with reprogramming. Additionally, it was reported diagnostics showed invalid/low impedance values for the scs lead. Follow-up identified x-rays revealed the scs lead is fractured. Surgical intervention will be taken at a later date to address the issue.